Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient injury.

Manufacturer narrative:
Additional information was received that the pressure did not exceed 10 cm/h2o from what was set on the apl therefore it is not reportable in the USA. [Minor] a peep of 10 cm or lower is within a range normally used by a clinician. Temporary pressurizing of airways is minor because it typically includes alveoli distension without rupture or permanent airway injury (trachea, bronchus, bronchioles) and is self-resolving when air pressure is lowered or removed. Block a: patient information could not be obtained due to country privacy laws.